Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, loose/protruded loose drive support disk, and stained address serial number label. No moisture damage inside insulin pump noted.

Event description:
The customer's mother reported via phone call that the insulin pump fell on the bathroom floor. Customer's blood glucose level was 174 mg/dl. The drive support cap was sticking out. They were trying to fill the reservoir but insulin kept squirting out and the cap was pressed while he was connected. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.